Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device telemetry was disrupted during interrogation due to a diagnostic anomaly and the implant date was not set correctly. No intervention was performed to resolve the event and the patient was in stable condition.